Event description:
It was reported that after calibration, was not possible to home. They tried multiple troubleshooting techniques and could not get it to work. A new handpiece was used to process the case. After the case, the customer ran a diagnostic test in the drill and handpiece and it showed a max torque of 98 but the drilled passed the test. The device was not being used with a patient during the event. Results of the investigation have concluded that the internal components of the handpiece motor have issues, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device was intended to be used during treatment and was returned for evaluation. The functional inspection of the returned device found that the motor was completely seized. The device history record was reviewed finding that the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. The handpiece had completely seized when trying to perform homing. Therefore, the root cause of the reported event was the device was beyond the serviceable life.